Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Concomitant medical products: product ID: 97754 serial# (B)(4), product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the prickly pain had ceased post surgery. It was noted that the exact cause had not been determined.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) sn# (B)(4) found no anomaly.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient felt needle pricks at the ins site while recharging. A meeting was to be set to troubleshoot the recharger. The issue occurred during normal use. The patient was alive with no injury. Additional information received from the rep reported that the patient was scheduled to meet with the physician later in (B)(6) 2016, but then the patient moved the appointment to (B)(6) 2016. Additional information received from the rep reported that the patient had an appointment scheduled for (B)(6) 2016 and later that the appointment was moved to (B)(6) 2016. Interrogation and an impedance check were completed with all impedance values within range. The patient described the same electric needle pricks as previously reported. She said that they occurred whether stimulation was on or off. The physician offered to replace the ins and the patient was deciding whether or not to have the surgery performed. The specific cause of the pain had not been determined. Additional information was received from the rep. The rep was made aware that the surgeon scheduled an ins replacement for this patient as the issue had persisted. The surgery was scheduled for (B)(6) 2016. The physician wanted to replace the ins due to the prickly pain during recharging. It was noted that rechargers had been replaced in the past without resolution. No other troubleshooting had been done regarding the ins pocket issue. It was noted that the patient did not have any unrelated medical procedures and this had always been an issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.